Event description:
When discussing pump longevity, the patient stated that the pump hadn¿t lasted 5 years. Per the nurse at the patient¿s current pump managing physician¿s office, she had no idea why the pump was replaced. She stated that she didn¿t remember there being any issues, but she wasn¿t sure.

Manufacturer narrative:
Concomitant: product ID 8709, lot# l63766, implanted: 1999-(B)(6), explanted: 2008-(B)(6), product type catheter. (B)(4).